Manufacturer narrative:
Additional information was added to b5, h3, h4, h6, and h11. B5: the total fill volume was 100ml (70ml saline and 30ml fluorouracil). The leakage was further specified to be "fast flow". H4: the lot was manufactured between january 24, 2024 ¿ january 26, 2024. H11: the device was received for evaluation containing fluid in the bladder. A visual inspection was performed, and the blue cap was found to be slightly untightened. There was also white drug residue and a small amount of fluid at the blue cap because the cap was slightly untightened. A functional leak test was performed after securely connecting the winged luer cap to the device, and no signs of a leak were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to use error during product handling. The product label (IFU, instructions for use) instructs the user to ensure the blue cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from an unspecified location. This occurred after filling during setup. There was no patient involvement. No additional information is available.